Event description:
Patient was intubated with the emg endotracheal tube by the anesthesiologist and placement confirmed. Shortly after intubation, the patient became very difficult to ventilate and o2 saturation began dropping and tidal volume dropped greatly. At that time the emg tube was removed and patient was ventilated via bag mask and chest compressions were started due to drop in heart rate and bp. The patient was reintubated immediately with a standard et tube. Once the standard tube was placed, proper ventilation was achieved with good o2 saturation and improved hr and bp. Upon inspection of the emg tube, it was discovered that the tube had collapsed causing the drop in vital signs and tidal volume. The tube was secured by the or manager. The patient's vital signs became stable and the cervical case proceeded forward without any further complications.